Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 580 mg/dl. Customer stated that he tried to deliver a bolus, but his insulin pump alarmed no delivery. Customer also stated that he was hospitalized for high blood glucose in (B)(6) 2013 due to him did not have any supplies. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.